Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number. One nonconformance was identified as unrelated to this lot. This nonconformance involved a deviation in sterilization with the load being removed from preconditioning due to a system error. Despite this deviation, the lot successfully met biological indicator testing requirements, demonstrating that sterility was achieved. All devices met specifications prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information in medsun report (B)(4): "then, the tip of the anchor was oriented perpendicular to the obturator internus muscle. The tip of the trocar was introduced into the obturator internus muscle until a pop was felt, then the introducer was rotate 1/4 turn. The anchor was then deployed in place. The same procedure was performed on the other side and the sling was tensioned. However, during tensioning, the suture broke off the tensioner and the sling had to be removed, but the anchors were left in place."